Event description:
It was reported that the user called to discontinue use of the ilet, stating persistent hyperglycemia for about a week followed by recurrent hypoglycemia the next week and dissatisfaction with reduced ability to control therapy. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Troubleshooting and education were completed with guidance to contact the healthcare provider, and the field team was notified. Investigation of this case revealed no device alerts or alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.